Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to reimplant an inflatable penile prosthesis(ipp) pump after it was previously explanted due to a pump malfunction. The event was reported as resolved.

Event description:
It was reported that the patient had a surgical procedure to reimplant an inflatable penile prosthesis (ipp) pump after it was previously explanted due to a pump malfunction. The event was reported as resolved.